Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by manufacturer. Event problem and evaluation: on 16-jan-2015, a medtronic representative went to the site to test the equipment. The imaging system would not boot as reported. Re-loaded the system software, and performed gain cals. System then passed tests and was returned to service. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when imaging system was booted prior to a case, the pendant stayed at system booting, please wait. The mobile view station (mvs) booted normally. No patient was present when this event occurred, so no patient demographics are applicable.